Event description:
It was reported that the customer "woke up" in the emergency room with high ketones identified as life-threatening by a healthcare provider and "memory loss"; cause was not known. A blood glucose level was not provided. Customer was discharged 3 days later; however, was unable to provide further information due to reported "memory loss". Customer reverted to alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.